Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. The returned product sample was evaluated and a circumferentially aligned complete break with sharply formed fractured edges in the catheter. No distinguishing features were seen during the investigation which supported a specific root cause of the observed damage. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A review of the manufacture quality and inspection records for the implicated product batch indicated no potentially related issues related to product manufacture, assembly, and packaging. Manufacturing controls are in place to mitigate the occurrence of this type of failure. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the catheter resulted to have a fluid leakage at cm no. 3. No cyanoacrylate glue was used. Catheter was secured with securacath. Additional information received 6/10/2024: it was reported by the customer the patient was re-implanted with another PICC to continue chemotherapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer the catheter resulted to have a fluid leakage at cm no. 3. No cyanoacrylate glue was used. Catheter was secured with securacath. Additional information received 6/10/2024: it was reported by the customer the patient was re-implanted with another PICC to continue chemotherapy.